Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1,b4, b5, g3, g6, h1, h2, h3, h6, and h10. Correction: h5, h8 the results of the investigation are as follows: -visual examination of the returned product identified signs of use and fractured. The device was submitted for further analysis. Analysis determined fracture is related to overload failure mode. -a review of the device history record(s) identified no deviations or anomalies during manufacturing. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial articular surface broke when it was being taken apart in sterile processing after the case. Attempts have been made, but no further information is available at the time of this report.